Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly and sag head assembly were confirmed to be from a non-stryker repair. The presence of non-stryker repair work is likely to cause or contribute to the device overheating.